Manufacturer narrative:
This device is a non stryker device. Non-stryker guide wire off label use

Event description:
Bixcut reamer reportedly wrapped around a k-wire. The bixcut reamer and k-wire where replaced.

Event description:
Bixcut reamer reportedly wrapped around a k-wire. The bixcut reamer and k-wire where replaced.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.